Event description:
I purchased complete moisture plus and had pink eye in 2007 and today. This is being recalled due to causing this, but I didn't find out until it was too late. Two days later, around this date, I went to the doctor the first time and they told me I had pink eye. Today, I woke up with it again.